Manufacturer narrative:
6944-65 lead implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and fell into the tricuspid valve. The physician believed the dislodgement may have occurred shortly after implant. The lead was reprogrammed and ultimately explanted and replaced. No patient complications have been reported as a result of this event.